Event description:
A customer obtained a discordant, negative vitros op-lo result (182.9 ng/ml) vs. An expected opiate result of 3078 ng/ml for single patient sample run on the vitros 5600 integrated system. The discordant, negative result was reported out of the laboratory. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The physician questioned the discordant, negative result as a positive test result was expected based the patient¿s clinical presentation. The sample was sent for confirmatory testing using a gc/ms method, which detected the presence of opiates. A corrected report was not issued. The customer was unable to confirm whether any patient treatment was started, stopped, or altered based on the initial discordant negative vitros op-lo result reported, however, there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, negative vitros op-lo result was obtained from a single patient sample using the vitros 5600 integrated system. The intended use section of the vitros op IFU states that the vitros chemistry product op assay is intended for use by professional laboratory personnel. It provides only a preliminary test result. A more specific alternative chemical method must be used to confirm a result obtained with the vitros op assay. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Clinical consideration and professional judgment should be applied to any drug-of-abuse test result. The most likely cause is a known limitation of the vitros op reagent related to low cross reactivity with oxymorphone. There is no evidence that a reagent related issue contributed to the event.